Manufacturer narrative:
The log files were provided to zoll technical support for evaluation. The reported issue is believed to be related to a defective mainboard. A replacement mainboard was ordered by the customer and it was requested that they return the defective mainboard for further evaluation, however, it has not been returned. Therefore, a definitive root cause is unable to be determined.

Event description:
Complainant alleged that while ventilating, the screen became dark. It was also reported that the patient was receiving nasal high flow and the device continued to function with humidification. The staff attempted to power the device off and on again, but they remained unable to view any information on the display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510(k).